Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the customer fell during a physical education class and the pump touch screen became cracked. Customer is unable to interact with the pump due to the cracked screen. There was no adverse impact to customer's blood glucose level. Reportedly, the customer reverted to a backup pump for insulin therapy.